Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an supra ventricular tachycardia (svt) episode was wrongly classified by the implantable cardioverter defibrillator (ICD) as lead noise. It was determined that due to low signal on far-field electrogram, the episode was classified as lead noise. The ICD currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.